Manufacturer narrative:
B3 approximated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the pump tubing of this inflatable penile prosthesis (ipp) was detached at the point where the tubing connects with the pump at the base, resulting in inflation problems. The ipp was removed. There were no patient complications reported.